Event description:
It was reported that the patient was complaining of coughing and voice changes. X-rays were reviewed by the physician and no migration of the vns generator or lead was observed. Lead impedance was reported as good. The physician referred the patient for exploratory surgery of the generator and lead with a possible lead replacement. Follow up with the physician's office revealed that the patient felt that the device was continuously going off for about 15 minutes, during which she experienced voice alterations. The patient was instructed by the staff nurse to disable her vns using the magnet. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Follow up with the physician's office revealed the patient's coughing occurred during stimulation on times. It was reported that no vns settings were changed prior to the onset of the coughing and voice alterations. No vns settings were changed as a result of the symptoms the patient was experiencing. However, the coughing and voice alterations resolved on their own and no surgical interventions were taken.